Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been sent by the customer and reviewed by technical support. As per logs it was seen that the blower got defective due to improper maintenance/filter exchange. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed 316 (blower failure). The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue. Bench testing revealed that the issue was due to lack of maintenance / filter exchange. Advised customer that the unit filter needs to be replaced.